Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 86071) leak was confirmed during the functional testing of the returned catheter. A bonding leak was observed during functional pressure leak test. The probable root cause for the reported complaint could be due to a latent defect at the bond. Visual examination of the returned catheter was performed and no physical damage was observed on the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at proximal end of proximal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the cool line catheter with lot # 86071.

Manufacturer narrative:
Zoll has received the cool line catheter (lot # 86071) for investigation. A supplemental report will be filed when the product investigation has ben completed.

Event description:
On the 6th day for fever control treatment, the user observed decreasing saline volume in the saline bag. The user suspected leak from the start-up kit (suk) (lot # 88761) and replaced the suk. However, the saline volume continued to decrease, suspecting a catheter leak. Cool line catheter (lot # 86071) was used for this treatment. The physician decided to discontinue the treatment and control the patient's condition with medication. No known impact or consequence to patient information was provided.